Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a scratch in the central optic of an intraocular lens (iol) following implantation. The patient reported vision is like, "looking through water drop". Explantation procedure is scheduled. Additional information has been requested however, further information has not been received.